Manufacturer narrative:
The follow up report is submitted to relay the additional information provided. The complaint cannot be confirmed since no medical records or x-rays were provided. Review of the device history record identified no deviations or anomalies. The root cause was determined to be a surgeon error as the diameter of the g7 screw hole plug which was obtained from the replacement product was smaller and out of tolerance when compared to the diameter of the apical hole which caused the screw hole plug passed through the cup and through the medial wall of the acetabulum. The user is aware of the error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - taperloc microp lat fmrl 12.5m/ pn 15-103206/ ln 943850; g7 hi-wall e1 liner 36mm d/ pn 010000934/ ln 3873818; g7 finned 3 hole shell 50d/ pn 110017102/ ln 3763221; 36mm cocr mod hd -3mm/ pn 11-363661/ ln 589130. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a left initial hip arthroplasty, as the surgeon was implanting an acetabular cup the apical hole plug that is included with that implant was dropped into an unsterile environment. When the replacement was opened, a smaller size was inadvertently chosen. The plug fell into the acetabulum of the patient. The patient retained the foreign body as surgeon opted not to call a general surgeon to remove it. The patient is doing well at this point.